Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 217 mg/dl at the time of the incident. The customer mentions were reloading vail when pump slip of hand and now monitor is not working. The customer also reports damage to drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip and broken off end cap. Drive support was inspected and no anomaly was noted. No blank display noted. No damage on electronics noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly.